Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The incident sample has been requested, but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that while using the hand piece with a ligasure generator set at 2 bars, an activation tone and end tone, indicating a completed seal, were heard. But a seal did not occur. There was no pt injury.